Manufacturer narrative:
The company microstent was not received at the manufacturing site and is not available for evaluation. A review of the device history record of the reported lot number indicates that the reported product met the specifications, and there were no unusual findings. During a company microstent implant procedure in the confirm clinical study, difficulty was experienced during attempted implantation. Hyphema precluded implantation. Company microstent was not returned for evaluation; thus, the cause of the reported issue with delivery system could not be evaluated. The root cause of the device issue is unknown or the hyphema are unknown. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an hydrus stent implant procedure, on first attempt to implant, the proximal end of the device failed to disengage from the delivery system. The surgeon attempted to reposition the device two additional times before discontinuing the procedure due to poor visualization. On post operation day 1, the patient had 3+ ac cells and <1mm hyphema were noted. Gradually the hyphema was resolved to the patient by 1 month. No further information was available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).